Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the lv2/proximal conductor was fractured in-vivo in the anchoring sleeve area. The proximal conductor was fractured at 16.8 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was explanted and replaced. During the explant procedure, extraction difficulty was observed due to lead adherence. It was also suspected that there was an infection. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID ddpa2d4. Serial# (B)(6). Implanted: (B)(6) 2024: product ID 5076-45 serial# (B)(6). Implanted: (B)(6) 2024: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). Noise was observed and it was suspected that the lead is fractured. The lead polarity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.